Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2016-02270.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." And number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported patient underwent a right knee revision procedure approximately 2 years post-implantation due to allegations of no bone growth, fractured pegs and dislocation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.